Event description:
Gamma3 u lag screw penetrated the femoral head of the patient. Revision surgery to tha was performed. The surgeon requests to check whether set screw was functioning perfectly.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Gamma3 u lag screw penetrated the femoral head of the patient. Revision surgery to that was performed. The surgeon requests to check whether set screw was functioning perfectly.

Manufacturer narrative:
Evaluation summary: the returned device matched the report. The incident was not confirmed. Investigation revealed no discrepancies in material of manufacturing. From technical point of view in this case no implant failure was verified. No deviation was found in the manufacturing documents. Dimensional inspection revealed no manufacturing issue. No deviation in function was found. A more precise statement is not possible with the information given.